Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was both beyond the expected upper range, and was variable. The analyst noted that during the week ending on (B)(6) 2015, the rv coil impedance measured 200 ohms, and in (B)(6) 2015, the svc coil impedance measured 206 ohms. The impedances continue to be high and variable. (B)(4).

Event description:
It was reported that an alert was triggered due to high impedance. Both high voltage coils on the right ventricular (rv) lead were high and out of range. The therapies were programmed off and the lead remains in use. They decided not to extract the lead due to the patient's age and the risk involved. No patient complications have been reported as a result of this event.